Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, the partial clip movement was likely due to the torn leaflet. A cause for the reported mitral regurgitation and tissue damage could not be determined in this incident. The reported patient effects of mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips, one xtr and one ntr, were successfully implanted. Mr reduced to a grade of <1. On (B)(6) 2020, the patient returned for a follow up appointment and echocardiogram showed mr had increased to a grade of 4. On (B)(6) 2020, echocardiogram was performed again and showed the ntr clip had torn through the anterior leaflet. It was noted that the clip is now at a 45 degree angle, rather than 90 degrees. It was also stated the = clip was still attached to both leaflets.